Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the damage to the syringe that resulted in the leak. There was no known cause established as to the reason for the damage. Complaint information will continue to be monitored for any new information or adverse trends, and future actions will be taken accordingly.

Event description:
It was reported that the tip of the syringe was broken, causing blood to leak out. The event occurred during patient use. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: june 2025 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.